Event description:
The catheter fell into the pt's stomach due to a fracture in the locking arm of the retention clip. The indwelling period was 7 days. The catheter was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the locking arm is confirmed. The silicone cover that surrounds the clip is in its proper position. The locking arm of the clip has fractured. At the base of the locking arm the surface is jagged and irregular. The exact cause of the damage is undetermined at this time. No other damage was noted on the device. No defects related to the mfg process were identified on the complaint sample. A chr of lot# huse1545 showed no other product complaints from this lot number.